Event description:
It was reported that prior to a procedure smoke was seen coming out of the power cord at the outlet. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated at the account by field service. The device was evaluated by a field service tech and the repair notes were investigated by the quality investigator. The root cause was found to be a damaged power cord. The cord was replaced.